Manufacturer narrative:
Device log files were reviewed during servicing and confirmed the occurrence of the reported critical delivery fault. The log also indicated that, prior to the event, the user elected to bypass the system test and proceed directly to dose delivery (i.e. Therapy). Skipping the system test is not recommended in the device instructions for use (IFU). Upon evaluation at the service center, no definitive cause was found as the device met all manufacturer specifications for no delivery and no, no2, and o2 monitoring. The transient delivery fault and associated monitored values were reproducible when the no delivery tube was pinched or occluded by the investigating technician. The available evidence suggests that a blocked no delivery line likely occurred during the interval between system test and therapy initiation and contributed to the reported delivery fault. Performing the system test could have identified this potential setup issue prior to therapy. Because the disposables, including the no dose line, were not returned, a definitive cause could not be made. This event is therefore being reported out of an abundance of caution.

Event description:
On august 4th, 2025, (B)(6) reported an issue with a noxboxi device during the initiation of inhaled nitric oxide (ino) therapy. Immediately after therapy was attempted, the device generated a critical delivery fault alarm. The clinical team promptly exchanged the unit for a backup device, and therapy was successfully continued. Patient vital signs remained stable throughout the event, and no permanent harm or long-term adverse effects were reported.